Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged, and the lead appeared damaged at implant. The analyst noted that the lead was returned with the guidetooth damaged, which may have contributed to the reason for return. Also, the distal coil is distorted within the connector. However, the helix does extend and retract within specification.

Event description:
It was reported that during implant of the right ventricular lead, it took many turns to extend or retract the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.